Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was implanted and is doing well. This is the final report.

Event description:
The recipient reportedly experienced a perilymph gusher during implant surgery. The recipient did not have round window and the cochleostomy was performed with navigating the stapes. The surgeon was able to seal the gusher with muscle graft without further complications.